Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump alarmed no delivery alarm. The customer stated that the event was resolved by complete set change. No harm requiring medical intervention was reported. The customer will continue the use of device.